Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional, "attorney". (B)(4).

Event description:
Litigation alleges pain, discomfort, inflammation, popping and snapping sensations and elevated metal ion levels. Update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously reported, ppf alleges dislocation, fractured bone, metal wear, and metallosis. The product experience code, patient harm, and the patient name identifier were updated. The unknown hip implant was added to the impacted product to captured the alleged fractured bone. Doi: (B)(6) 2010. Dor: (B)(6) 2014, (left hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.